Manufacturer narrative:
A hospira field service rep performed testing and investigation at the user facility. The device did not sound an audible alarm tone while on the low volume setting. The root cause was determined to be due to the buzzer printed circuit board. The device was repaired. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of the device not sounding an audible alarm while on the low volume setting. During routine preventative maintenance testing at the user facility, the device did not sound an audible alarm while on the low volume setting. However, the device sounded with an audible alarm tone while on the high volume setting. There were no reports of any adverse pt events while this device was in clinical use. Though requested, no add'l info was provided.